Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves. The diaphragm of the inspiratory tube was cleaned and then the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were received and no parts were replaced. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).